Manufacturer narrative:
H10: for the reported malfunction, reportability was reassessed and determined to be no longer reportable. H10: the lot number was provided, therefore, a lot history review was performed. The sample was returned for evaluation and the investigation confirmed for the reported rupture issue. The definitive root cause could not be determined. The device is labeled for single use. H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va8064 pta balloon dilatation catheter allegedly experienced a rupture. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is 62 years old and weighs 51 kgs.

Manufacturer narrative:
The lot number was provided, therefore, a lot history review was performed. The sample was returned for evaluation and the investigation confirmed for the reported rupture issue. The definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va8064 pta balloon dilatation catheter allegedly experienced a rupture. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is (B)(6) years old and weighs (B)(6) kgs.